Event description:
The consumer states that while using the crutch they hit the snap button causing the adjustable crutch tube to collapse. The subsequent collapse of the tube resulted in the user falling. The user is alleging an arm injury and a calcium deposit that must be surgically removed.